Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2022, reported as (B)(6)(unsure of specific date). Device manufacturer address 1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked from an unspecified location. This issue was identified during priming. There was no patient involvement. No additional information is available.